Manufacturer narrative:
(B)(4). The field service engineer (fse) evaluated the ventilator and verified the reported issue. The fse replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue.

Event description:
It was reported that there were lines on the bottom half of the ventilator display. The ventilator was not in patient use at the time of the noted event.